Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a left nephrectomy procedure, when the device was fired and the handle was released, the staples fell off the cartridge. The staples did not go into the tissue. Unknown if the staples were formed. Another device was used to complete the case with no patient consequence.